Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the fenestrated bipolar forceps instrument would not rotate correctly. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instruments distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. Failure analysis investigation also found the instruments grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .080 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.